Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production, therefore no UDI number is provided.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator initially showed high tidal volumes, then failed to display volumes to the patient, triggering an "external flow sensor failed" alarm. This caused the ventilator to switch modes, first to pcv+ and then to simv+. After replacing the flow sensor, it operated normally for about six hours. However, a similar issue recurred over the weekend, with the ventilator switching to simv+ mode on its own.